Event description:
It was reported that the patient experienced diaphragmatic stimulation, and it was determined that the left ventricular (lv) lead had dislodged. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).